Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with 325cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were confirmed through ultrasound. As a result, bilateral prosthesis replacement with mentor high profile 630cc saline prostheses inflated to 800ccs. See 1645337-2020-16491 for contralateral prosthesis report.